Manufacturer narrative:
Product eval: the facility did not request svc. There was no sample returned for eval. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).

Event description:
A customer reported during an intraocular lens implant procedure, an issue with aspiration occurred resulting in the pt experiencing a corneal burn. The tip of the handpiece was exchanged to conclude the procedure. In a f/u, the surgeon indicated there was no pt injury and the prognosis was good.